Manufacturer narrative:
E1 reporter phone number: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04852. It was reported the patient experienced ineffective stimulation due to high impedances on both leads. Surgical intervention took place wherein the leads were explanted and replaced. Therapy was restored.